Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device memory also noted episodes with noise and oversensing. Some of the noise appeared consistent with muscle noise and some noise was felt to be consistent with oversensing related to the minute ventilation (mv) feature. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the reported clinical observations was not conclusively determined. The mv feature was programmed off and monitoring will be continued. The patient was not pacemaker dependent.